Event description:
Mentor siltex breast implants. Immune response to foreign object in body, not rocket science. How can these actually be thought to not cause issues when the body is in a constant immune response. Caused issues over time, granuloma annular, candida, choking feeling, had the camera down the throat which came back nothing. I became allergic to egg, then quinoa. Migraines, neck pain and sciatic nerve pain. Heart palpitations (investigated twice, no known cause), anxiety, enlarged lymph nodes, brain fog, bloating, puffy eyes/ face (inflammation), swollen hands and feet/ fluid retention, skin rashes (severe reactions on face to something), pain under right breast, frequent urination, hair loss/ brassy/ very dry eczema in my ears, ringing in my ears, ibs, eye floaters, extreme fatigue.